Manufacturer narrative:
A follow up report will be submitted once the investigation is complete

Event description:
The customer reported primary audible alarm fail. No patient involvement reported.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.